Event description:
The customer reported falsely elevated troponin I (access accutni) results, within the risk stratification, for multiple patients, involving access 2 immunoassay system. Upon initial retest, results were within the normal reference interval. Patient #1, an inpatient, had an initial troponin I result within the normal reference range; the second sample, in the course of serial draws, produced the erroneous result. The third sample recovered a normal result within the reference range. The result from the second sample was questioned by the physician. All erroneous results were released from the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. The customer was advised to discontinue use of instrument until hardware validation is performed. The customer retested all patient samples, on an alternate access 2 system, back to the last acceptable quality control (qc). This is report two of two referencing event date (B)(6) 2012. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) verified hardware performance and noted the peristaltic pump was not aspirating correctly. The fse replaced the peristaltic pump tubing and performed system check and high sensitivity system check; all results were within instrument specifications. The instrument conformed to the manufacturer's published performance specifications. All levels of quality control (qc) were out of range high at the time of the event. Upon reanalysis, results were within 1-2 standard deviation (sd) of the laboratory's established ranges. Additional system parameters were within the assay and instrument specifications. For patient #1, the customer reported the sample was drawn by the laboratory staff into a 13x100 ml lithium heparin gel separator tube and no sample integrity issues were noted. The customer was unsure if the sample was centrifuged at 2,600 relative centrifugal force (rcf) for eight minutes or in the laboratory's stat spin centrifuge for five minutes. The customer recalibrated troponin I after the physician questioned the results and analyzed qc in duplicate. The customer performs qc once every twenty-four hours. This medwatch report is related to MDR 2122870-2012-01695.